Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) has been informed that the device was cleaned regularly per the instructions for use and that it is placed inside the operating theatre at an estimated distance of 2.5 meters from the surgery field with the fan directed opposite to the patient. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
The result of the bacteriological sample for the sorin 3t hypo2 device reveals the presence of sphingomonas paucimobilis and methylobacterium extorquens in the reservoir before disinfection. The result of the bacteriological sample after disinfection is sterile.

Event description:
See initial report.

Manufacturer narrative:
H.10: through follow up communication with the customer livanova learned device serial number (B)(6) which has been added to the dedicated d.4 section of this report as well as UDI code. Manufacturing date of device has been updated accordingly in h.4 section.